Manufacturer narrative:
Pump passed displacement test and self test. Pump received with broken reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The reservoir tube lip o-ring was inspected and no missing noted. No moisture damage on electronics or motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring in the lip of the reservoir was missing and reservoir was leaked. The customer¿s blood glucose was unknown. The customer was stated that the insulin pump was exposed to moisture and type of the moisture exposure was insulin. Customer reported that fluid was present in the reservoir compartment. It was also reported customer declined troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.